Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s physician reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose was 505 mg/dl on march 03 2018. The customer¿s blood glucose level was 505 mg/dl at time of incident and current blood glucose level was 135 mg/dl. The customer was treated with pump. It was reported that the approximate size of air bubbles was 4 champagne bubbles and 1 that was 2-4 cm in a line and a few scattered bubbles. It was reported that the customer allege that the pump was under delivering. The customer was advised that site related issues, such as bent cannulas tend to be contributing factors in high blood glucose. The customer was advised high blood glucose may occur if the insulin is expired or cloudy. The insulin pump will not be returned for analysis.